Event description:
Literature: kapural l., cywinski j.b., sparks d.a. 2011. Spinal cord stimulation for visceral pain from chronic pancreatitis. Neuro modulation 2011; 14: 423-427. Doi: 10.1111/j.1525-1403.2011.00381.x summary: the authors report on spinal cord stimulation (scs) in the treatment of chronic pancreatitis. A retrospective chart review of 30 patient was conducted. The effect of scs on pain relief as determined by the visual analog scale (vas) and opioid use are discussed. Reported event: in two patients the scs system was removed due to infection.